Event description:
The customer reported that the fiber cap detached and that there was a "problem with the cooling system of the fiber" at the beginning of a prostate procedure. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device renaming inside the pt or that cap retrieval was performed. Add'l details were requested by the MFR and have not been obtained. It was reported that the procedure was completed with another fiber.

Manufacturer narrative:
(B)(4).